Manufacturer narrative:
Batch review performed on 07-11-2025. Lot 2435390: (B)(4) items manufactured and released on 04-02-2025 expiration date: 2030-01-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 4 months from primary the patient came in reporting instability. The surgeon upsized the liner (10 to 14mm) to give the patient more stability. The surgery was completed successfully.